Event description:
Voluntary medwatch received states that the patient's right atrial (ra) lead exhibited under-sensing which resulted in pacing not being delivered when required. No interventions or changes were made and no adverse patient effects were reported.

Manufacturer narrative:
Primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.